Event description:
It was reported that the patient experienced a difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and the explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer was made aware. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.